Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age, race, and ethnicity underwent revision breast augmentation with a 300cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the right side device was replaced with similar mentor prosthesis on (B)(6) 2020.